Event description:
It was observed in a journal article titled "uncemented porous tantalum acetabular components: early follow ¿up and failures in 613 primary total hip arthroplasties" (attached), that of the 413 patients implanted with a tm monoblock cup implant, one (1) patient had a femoral revision for aseptic loosening; however, it is unknown if the tm monoblock cup was revised. No further information was provided.

Manufacturer narrative:
Investigation is in progress.